Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va03710, implanted: (B)(4) 2012, product type: lead. Product ID: 3889-28, lot# va03710, serial# implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
The manufacturer representative (rep) reported that they decided not to revise secondary to patient no longer having symptoms with the device turned off. It was unknown if it was a malfunction versus a breakage. There was no patient injury.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) revealed that it was functionally okay with insignificant anomalies. Analysis of the lead (lot #va0ka5j) revealed that the lead body conductor was broken at or near the tines. There were crushed conductor wires and tool marks on the outer insulation and a crushed marker band and broken conductor wires 4.7 cm from the distal end of the lead.

Event description:
It was reported the patient was not feeling any of the impulses at all. It was stated the patient was normally set at 2.8 volts and they brought it up to 5 with no effect on them. It was noted they tried different programs with no effect. The day prior to report they tried to synchronize the programmer with the implantable neurostimulator (ins) and it said it was off even though they never turned it off. It was noted they were having difficulty communicating with the ins. It was stated the event or symptoms occurred the two days prior to report. The reporter stated they knew that one of the programs was not active. It was stated the patient¿s healthcare provider ¿felt like we lost one of the leads¿ so they programmed around that about 5-6 months prior to report.